Event description:
It was reported that pump generated cartridge alarm 30 during load process, and caller experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, was advised to place pump in storage mode, and was instructed to return problematic pump within 10 days, while technical support confirmed shipping details and sent replacement pump with updated software and instructed customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.